Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion and compromised lubrication were found, which can cause or contribute to the reported event. It was also reported that the duty cycle was exceeded during use, which can cause or contribute to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.